Event description:
It was reported that high out of range shock impedances were noted on this right ventricular (rv) lead. The impedances changed suddenly and remain consistently high. Lead damage is suspected, and the lead is expected to be replaced. This rv lead remains in-service at this time, and this investigation will be updated when further information becomes available. No adverse patient effects were reported. Additional information was received. This lead was surgically capped and abandoned. A new lead was successfully placed. No additional adverse patient effects were reported.

Event description:
It was reported that high out of range shock impedances were noted on this right ventricular (rv) lead. The impedances changed suddenly and remain consistently high. Lead damage is suspected, and the lead is expected to be replaced. This rv lead remains in-service at this time, and this investigation will be updated when further information becomes available. No adverse patient effects were reported.